Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to verify a13/ unexpected restart due to loose drive support disk pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart and an additional error alarm. Blood glucose level at the time of the incident was 308 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.